Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 04/09/2014, belt 03/03/2016.

Event description:
A us distributor contacted zoll to report that a patient had passed away in the hospital while wearing the lifevest on (B)(6) 2020. Per clinical review of the continuous ECG recordings, the device was started up at 15:54:56 on (B)(6) 2020. At 19:16:32 on (B)(6) 2020 the patient was in an idioventricular rhythm at 20 bpm, degrading to vt at 180 bpm with CPR/motion artifact. The patient received a non-lifevest defibrillation 3 seconds after the rhythm transitioned to vt. The patient's post-shock rhythm was asystole with intermittent cardiac activity. The patient's rhythm then degraded to vf with CPR/motion artifact for approximately 6 minutes. The patient received a second non-lifevest defibrillation at approximately 19:22:48. The patient's rhythm at the time of treatment was vf with CPR/motion artifact and the post-shock rhythm was obscured by CPR/motion artifact. CPR/motion artifact prevented the lifevest from detecting the treatable vt/vf arrhythmias. The patient's rhythm then transitioned to an idioventricular rhythm at 40 bpm with CPR/motion artifact. The rhythm then degraded to vf with CPR/motion artifact. An arrhythmia was detected at 19:34:50. Per the continuous ECG recording the patient was in vf with motion artifact/tactile artifact. The device properly detected vf, but the motion artifact/tactile artifact prevented the lifevest from delivering a treatment. The patient was in vf with motion artifact/tactile artifact, transitioning to an idioventricular rhythm at 50 bpm and finally degrading to asystole with pacemaker spikes/tactile artifact from 19:45:43 until the electrode belt was disconnected at 21:47:42. The patient passed away in the hospital on (B)(6) 2020.